Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the direction for use states: "do not exceed the balloon rated burst pressure¿ (B)(4).

Event description:
It was reported that balloon rupture, no flow and death occurred. After a non bsc stent was deployed, the physician noticed that there was a waste still in the stent. A nc quantum apex balloon catheter was used for dilation but it did not expand enough. Then a 2.5x8 nc quantum apex balloon catheter was used. However, during inflation, the balloon was over expanded at 25 atmospheres which is beyond the rated burst pressure, and the balloon ruptured. Subsequently, it blocked the blood flow in the artery. The physician did get it down, but it was difficult to re-establish flow and then the patient expired.